Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve (tavr) procedure with a 29 mm commander delivery system (ds), excessive force was used to advance the 26mm sapien 3 ultra resilia valve through the 16fr esheath+ possibly due to an unfavorable insertion angle. Once the valve was advanced through the sheath, there were no issues during valve alignment. Approximately three-quarters of the way through deployment, a loss of volume was observed from the inflation device, and blood was noted in the syringe. The ds was removed without difficulty, and the valve was fully deployed using a true balloon. The ds was inflated on the back table, and a small pinhole was observed proximally to the balloon shoulders around the area of the three radiopaque markers. The sheath appeared to kink at the arteriotomy during valve insertion, and there was a kink observed in that area after the sheath was removed.